Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient undermesh mesh implantation in order to treat cystocele, rectocele and vault prolapse. The patient underwent the concurrent procedures of a sacrocolpopexy with anterior and posterior mesh extensions, additional mesh implantations and an enterocele repair during mesh implantation. This is one of four medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-08159, 2210968-2013-14447, and 2210968-2013-14444. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat vault prolapse, a grade 3 cystocele, and a grade 2 rectocele. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, bowel problems, recurrence, dyspareunia, neuromuscular problems, bleeding and other problems. It was reported that the patient underwent an exam under anesthesia on (B)(6) 2011 and cystoscopy as well as vaginoscopy was performed. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-08159. The same patient is represented in each medwatch.